Manufacturer narrative:
D4 & h4: server serial number, unique identifier, and manufacturer date not available.a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es server patient data was not current on the server. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of this incident, it was determined that the server interface was found to be experiencing issues and the patient data not being up to date. A technical support specialist (tss) reported a database disconnect during the loading of carefusion coordination engine (cce) services. The issue was traced to the structured query language (sql) database instance being lost during the startup of the cce services, which prevented the es adapter from properly loading into memory and functioning as expected. Although restarting the service temporarily resolved the issue, the corrupted queue had to be deleted to allow new messages to be processed and successfully transmitted to server. The customer confirmed that previously missing patient records had appeared on their end, indicating the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server patient data was not current on the server. The customer stated that there was no delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.